Event description:
It was reported that the patient had syncope. Follow up was attempted to determine if the syncope was device related but the attempts were unsuccessful. The device remains in use. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found.